Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.